Event description:
A pediatric nurse reports that she has been diagnosed with a type I latex sensitivity. She reports this was due to her use and exposure to latex gloves make by several different latex glove manufacturers.